Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation and unable to enter MRI mode. Surgical intervention took place wherein the system was explanted in (B)(6) 2025 to address the issue. Exact date of explant is unknown. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The allegation is against 1 of 2 drg leads, 50cm length; however, it is unknown which drg lead, 50cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10513095.